Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. The length of the catheter and umbilicus cable was visually inspected; no additional damage nor defects were noted. The handle was opened and the components within were visually inspected. Procedural residue was present in the breakout. An image test for visualization was performed by connecting the device to a controller: an image was displayed. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed an inadequate interface between the camera wire and solder. No additional problems with the printed circuit board assembly (pcba) or camera wires in the handle were noted. The articulation knob was turned in all directions. The image was not disrupted. The tip was blocked, and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This did not disrupt the image. The glue feature under the camera solder pads was wiggled. The image was instantly lost. It was determined that the camera wire was not completely connected to the solder pads. Image was restored when the glue featured was released from the tweezers (the camera wire was lowered making more contact with the solder. The image could be turned on and off depending on how the glue feature was moved and thus how the camera wire was making contact with the pad. To resemble procedure-like conditions, the entire handle was moved around in all directions and the image continued to cut out depending on the orientation of the handle. The reported event was confirmed. During product analysis, inadequate contact between the camera wire and solder pads was observed; image was recovered by lowering the glue feature on the solder pads to reestablish contact with the wires. Although a device history record (DHR) review was conducted and confirmed the device met all manufacturing specifications (including inspection and test of live image throughout production), the condition of the returned device suggests inadequate solder bond from the manufacturing process. Based on all gathered information, the most probable cause selected for this complaint is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that there were three additional complaint exist for the specified lot; however, none were reported with problem related to inadequate solder bond. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to two spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost upon insertion. A second spyscope ds ii catheter was used and the same thing happened. Initially, the view was clear, after a few minutes the image went to blue then black. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost upon insertion. A second spyscope ds ii catheter was used and the same thing happened. Initially, the view was clear, after a few minutes the image went to blue then black. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.